Manufacturer narrative:
H10: the vela main pcba was received at the vyaire medical facility. There were no visible defects, damage or contamination. Attempted to confirm reported problem "xducr fault while setting vent up pretesting". Component was installed in known good vela unit. The ventilator was powered in ventilate where the unit cycled abnormally and alarmed the following: apnea interval, high peep, high pip and low ve. Performed xdcr calibrations. Exhl press xdcr failed and turbine diff press xdcr successfully calibrated. The reported complaint was confirmed through the events log and duplicated during functional check. Pt801 has failed. Additional failure found, failed pt802. This is a known issue which can be referenced with CAPA ca-2017-0206. Vyaire medical will submit supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The technical support has requested the customer to return the suspect device to the fa-lab facility for repair and further investigation. At this time, no root cause has been determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their vela ventilator is showing transducer fault during setting up. There is no patient involvement associated with this event.